Event description:
Customer reported that she had an issue with her reservoirs when filling the tubing on her set changes. Customer stated she received no delivery alarms and would resolve them by changing the reservoir. Blood glucose value is 257 mg/dl. Customer stated her high blood glucose is due to being diagnosed with hyper thyroid. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.